Manufacturer narrative:
Correction: aware date of follow-up one should be (B)(6) 2017 rather than (B)(6) 2017.

Manufacturer narrative:
A medtronic representative reported that due to the issue being unable to be reproduced, it is suspected that there was metal interference during the procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system could not track instruments when inserted in the patient's nose. It was reported that the instruments could be tracked on the skin and registration was performed successfully. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.